Event description:
Device 2 of 2, mfg report reference: 1627487-2019-03683. Follow up information received. The patient had replacement surgery on (B)(6) 2019. Effective therapy was restored post operation.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-03683. It was reported that the patient experienced ineffective stimulation. The patient stated having increased pain. A x-ray was taken and it showed lead migration. The patient turned off her therapy and plans to undergo surgical intervention.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-03683.